Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted surgically into the right subclavian artery in a 65-year-old male patient presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient presented in scai stage d shock, and was on multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. Due to a concern for heparin-induced thrombocytopenia (hit), heparin was switched to bivalirudin for systemic anticoagulation and bicarb in the purge. The post-procedure outcome is unknown. The impella 5.5 will be coded for serious injury, medication required and thrombocytopenia. Thrombocytopenia is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the purge pressure high issue was not determined without returned product investigation and sufficient clinical details, including data log.

Manufacturer narrative:
Additional information received for d6 explant. Section d catalog number was corrected.

Event description:
Additional information was received indicating that the impella device was explanted. The patient is stable.